Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted because it was fractured. This lead was never in service, and a new lead was used. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Moreover, visual inspection showed that the ptfe insulation was bunched, and conductor coils were deformed approx. 135-275mm from the terminal end. This is consistent with the lead being placed through a constricted area.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted because it was fractured. This lead was never in service, and a new lead was used. No adverse patient effects were reported.